Event description:
It was reported that a patient presented for a routine generator change. During the procedure, it was noted that there was an insulation breach on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient condition was stable after the procedure.